Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a device manufacturer representative regarding a patient receiving fentanyl (12000 mcg/ml at an unknown dose) and clonidine (800 mcg/ml at an unknown dose) via an implantable infusion pump. The indication for use was noted to be spinal pain. It was reported that a motor stall was seen at initial interrogation. The patient had an MRI on (B)(6) 2018 so the representative was there to check the pump post-MRI. The logs revealed a stall that occurred on (B)(6) 2018 that had not recovered. A stopped pump period may exceed tube set message was seen. The patient was in the hospital and was being treated for altered mental status. They suspected that the pump could have caused the symptoms as it had been stalled since (B)(6) 2018. It was unknown if the pump was alarming. No further complications were reported.